Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. H3, h4, h6: part # 03.100.110 synthes lot # 7434412 supplier lot # 7434412 release to warehouse date: 21 oct 2013 supplier: greatbatch medical/indianapoli no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The photo investigation revealed that the device 03.100.110, radiolucent hohmann retractor w/24 l267 had deep scratches around the tip. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip of the device was found severely scratched. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Furthermore, a foreign unknown stain was observed on the surface. The device was also is bent. A potential cause for this conditions cannot be fully established with available information. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the radiolucent hohmann retractor w/24 l267 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 13, 2024, during loan kit inspection it was noticed that the instrument has sharp scratches at the tip. There is no surgeon, procedure, or patient details available. This report involves one (1) aluminum hohmann retractor 24mm width. This is report 1 of 1 for (B)(4).